Manufacturer narrative:
Explant due to aortic valve stenosis was reported. The device was returned to abbott for investigation. The sewing cuff was partially torn and contained biological material. All three cusps were noted to be torn and had no mobility when manually manipulated. The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of the reported aortic valve stenosis appears to be related to the patient condition (pannus formation, calcification, and fibrous thickening). However, the cause of the pannus and calcification formation could not be conclusively determined. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted and a replacement valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, a 27mm trifecta valve was implanted. On (B)(6) 2025, the patient presented with aortic stenosis. The device was explanted and replaced with a 29mm non-abbott valve. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.

Event description:
It was reported that on an unknown date, a 27mm trifecta valve was implanted. On (B)(6) 2025, the patient presented with aortic stenosis. The device was explanted and replaced with a 29mm non-abbott valve. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.